Event description:
It was reported that left bundle branch block(lbbb) occurred. The patient was selected for a transcatheter aortic valve implantation (tavi) procedure due to severe aortic stenosis. Access was gained through a right artery approach. The anatomy was moderately tortuous. Severe calcification was noted on the non coronary cusp (ncc) and the right coronary cusp (rcc). The ncc calcification extended to the left ventricular outflow tract (lvot). The lotus introducer was inserted, followed by a safari2 guidewire. Once the guidewire was placed, ventricular tachycardia was observed. Balloon valvuloplasty with a non-bsc balloon was attempted twice, but was not sufficient due to calcification and the balloon catheter moving into the ventricle. Rapid pacing was then performed at 200 bpm. The non-bsc balloon catheter was then successfully inflated and dilation of the valve cusp was confirmed. The 25 mm lotus edge valve was inserted and deployment was started from a slightly deeper position. Repositioning of the 25mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The guidewire was slightly pushed which caused ventricular tachycardia to occur again. Back up pacing was started at 50 bpm. Partial re-sheathing of the 25mm lotus edge valve, was performed twice in accordance with the IFU, but the position was too low. On the third partial re-sheath, the position was adjusted higher. During deployment, the 25mm lotus edge valve popped up on the aorta side, so a full re-sheath was needed. When deployment was started from a higher level immediately after the full resheath, asymmetric unsheathing was observed. A partial re-sheath was again performed, but the frame got pushed into calcification and the valve was difficult to lock. A re-sheath was performed two more times and the valve was finally able to lock. After confirmation of a good position with acceptable results, the valve was released. Lbbb was observed on the electrocardiogram. The patients hemodynamics were stable without pacing assistance. However, as a precaution, the patient left the procedure room with a pacing lead in place. It was further reported that the size of the safari2 guidewire was xs. During the procedure, second degree atrioventricular(av) occurred. Two day later, when the temporary pacing was turned off, the patient went into complete heart block, so a permeant pacemaker was implanted the following week. The patient condition at the time of reporting was stable.

Manufacturer narrative:
B5: describe event or problem: updated. H6: patient codes: updated.

Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient was selected for a transcatheter aortic valve implantation (tavi) procedure due to severe aortic stenosis. Access was gained through a right artery approach. The anatomy was moderately tortuous. Severe calcification was noted on the non coronary cusp (ncc) and the right coronary cusp (rcc). The ncc calcification extended to the left ventricular outflow tract (lvot). The lotus introducer was inserted, followed by a safari2 guidewire. Once the guidewire was placed, ventricular tachycardia was observed. Balloon valvuloplasty with a non-bsc balloon was attempted twice, but was not sufficient due to calcification and the balloon catheter moving into the ventricle. Rapid pacing was then performed at 200 bpm. The non-bsc balloon catheter was then successfully inflated and dilation of the valve cusp was confirmed. The 25 mm lotus edge valve was inserted and deployment was started from a slightly deeper position. Repositioning of the 25mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The guidewire was slightly pushed which caused ventricular tachycardia to occur again. Back up pacing was started at 50 bpm. Partial re-sheathing of the 25mm lotus edge valve, was performed twice in accordance with the IFU, but the position was too low. On the third partial re-sheath, the position was adjusted higher. During deployment, the 25mm lotus edge valve popped up on the aorta side, so a full re-sheath was needed. When deployment was started from a higher level immediately after the full resheath, asymmetric unsheathing was observed. A partial re-sheath was again performed, but the frame got pushed into calcification and the valve was difficult to lock. A re-sheath was performed two more times and the valve was finally able to lock. After confirmation of a good position with acceptable results, the valve was released. Lbbb was observed on the electrocardiogram. The patient's hemodynamics were stable without pacing assistance. However, as a precaution, the patient left the procedure room with a pacing lead in place.